Event description:
It was reported that during a routine follow-up appointment they discovered that the right ventricular (rv) lead shock impedances had gradually increased from 115 ohms to high out of range at 176 ohms. Additional testing was performed including isometrics, where changes in impedance were not able to be reproduced. Sensing, pacing impedance and threshold were good and stable. The plan was to bring the patient in for further integrity, however the physician was to evaluate the plan due to the patient having other comorbidities. The lead remains in-service. No adverse patient effects were reported.